Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient's right leg was noted to be cooler with weakened pulses. The impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-11432 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-11432 in accordance with updated procedures. H6 component code and investigation conclusions revised from the initial submission in accordance with updated procedures.